Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient rep stated the handset and communicator are not pairing and they are unable to put the device into MRI mode. Caller states they noticed this issue about 6 months ago.  The issue was not resolved through troubleshooting as the caller was not with the patient. The patient rep was redirected to call agent back to assist with troubleshooting once they are with the patient. Note-agent forgot to ask for managing doctor on the call. Caller has already called back into patient services and information was collected on the second call. The patient's daughter called with the patient present to request assistance for reviewing MRI mode. The caller explained the patient was sick and needed to get an MRI scan but the patient currently had two handset and they didn't know which was which. The caller explained that the patient had an old handset without MRI mode on it and then the patient had to get a new handset that had MRI mode on it. Patient services helped the caller to find and use the correct handset and the caller was able to pair the handset and communicator and connect to see the patient's settings. The therapy was off. The caller stated they didn't know why the therapy was off because the patient had just come to live with them. They stated they just knew "it wasn't working" and didn't know anything else but the caller stated since they were able to see the patient's therapy settings were off, they thought it hadn't been working for the patient because it was off. Agent reviewed with the caller how to activate and deactivate MRI mode and the patient was mr conditional full body scan eligible. When the caller deactivated the patient's MRI mode they turned the therapy back on and the stimulation was comfortable for the patient. The patient was going to monitor their symptoms now that the therapy was back on. The caller stated the patient didn't have a current managing health care provider (hcp) so agent also sent the patient physician listings at the caller's request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.